Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with bso and lysis of adhesions. It was reported that the patient underwent cystourethroscopy on (B)(6) 2008 due to dysuria and frequency; examination under anesthesia, cystoscopy with on (B)(6) 2013 due to pelvic pain, dysuria, urinary frequency, and nocturia; right ilioinguinal nerve block with ultrasound on (B)(6) 2015 due to abdominal pain and ilioinguinal neuralgia; and hypogastric plexus block on (B)(6) 2015 and (B)(6) 2015 by due to pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with abdominal sacral colpopexy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological a procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.